Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. The patient underwent the replacement surgery due to the device was not working, therefore, the patient was urinary incontinent again. A fluid leak in the balloon was found. The patient had a good outcome post procedure.